Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017; 310c33 tissue valve, implanted: (B)(6) 2016; 680r30 heart ring, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.